Event description:
A facility reported that duragen 4x5 1 pack ce (id4501i) was used for brain tumorectomy on (B)(6) 2022 and surgicel was used in the extraction cavity, fibrin glue was applied, and the autologous bone was fixed with a plate. On (B)(6) 2022, the patient had symptoms of left palsy and CT scan confirmed cerebral edema because the cerebral edema was of unknown cause, an allergic reaction to duragen was suspected. Per the patient's request, reoperation was not performed, and antiepileptic drugs were administered with follow-up observation for several days. On (B)(6) 2022, CT and MRI images were taken, and epidural abscess and increased cerebral edema were observed. When craniotomy was performed again, a hematoma was confirmed under the autologous bone. Duragen had a mixture of crumbly parts and gel-like parts. A granulation was formed under duragen, and only a portion could be removed due to bleeding. They then washed and closed the head with surgicel and gore-tex. White blood cells and crp were normal, and the patient was reported as under observation with steroid administration.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The duragen 4x5 1 pack ce (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Based on the limited information provided, a definite root cause determination is not possible at this time. All duragen products are supplied sterile and nonpyrogenic in double peel packaged. According to the IFU the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. There is no information provided in the complaint that would help to determine if the patient is allergic to bovine derived material. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.